Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough product analysis was performed. Visual examination noted dried blood within the lead near the tip. A guide wire insertion test found a blockage in the inner lumen of the lead near the terminal boot. The foreign material was forced out through the terminal pin. Visual examination of the foreign material noted it was most likely an agglomerate of blood/body fluid and polymer from the lead/guidewire interaction. This material built up within the lead lumen and was the most likely cause of the observed difficulty maneuvering guide wires through this lead.

Event description:
Boston scientific received information that this lead was attempted during a planned upgrade procedure. The intention was to replace the patient¿s currently implanted defibrillator with a cardiac resynchronization therapy defibrillator (crt-d). However, difficulty was encountered placing this lead in the target vein. Often, it was difficult to pass guide wires through the inner lumen of the lead. The implant procedure was stopped and this attempted lead returned to boston scientific for analysis. The chronic defibrillator remains implanted. No resulting adverse effects.